Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, premature battery depletion of the device was suspected. The device was explanted and replaced. The patient was stable.